Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer loaded the cartridge with cold insulin. Tandem technical support educated the customer on insulin labeling. Customer reloaded cartridge and resolved the issue. There was no adverse impact to customer's blood glucose level.